Manufacturer narrative:
The cause for the discordant toxo m results is unknown. Siemens has requested additional information and the samples for investigation. The instrument is performing within specification. The limitations section of the outside the us instructions for use states: "patient specimens collected very early during the acute phase of infection may contain toxoplasma igm levels below the cutoff of the advia centaur toxo m assay. Additionally, diagnosis of a recent infection should not be made based on a single sampling because igm antibodies to t. Gondii may persist in serum many months after infection. The presence of igm antibodies to t. Gondii is not diagnostic for recent infection. Because toxoplasma igm may remain in serum for many months after infection, use caution in interpreting results from patients who may have received blood transfusions or infusion of other blood products within the past several months. In geographic regions that have an apparent low prevalence of toxoplasma igm in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." Batch no.: 40500269; 69931270; 70968271; expiry date: 2017/01/24; 2017/03/19; 2017/03/19; UDI: (B)(4); date of manufacture: 2016/05/24; 2016/07/19; 2016/07/19.

Event description:
Customer observed 5 cases of positive results with the advia centaur xp toxoplasma m (toxo m) assay compared to negative results on an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur xp toxoplasma m results.

Manufacturer narrative:
MDR 1219913-2016-00272 was filed on january 11, 2017 reporting 5 cases of positive results with the advia centaur xp toxoplasma m assay compared to negative results on an alternate method. MDR 1219913-2016-00272 supplemental 1 was filed on february 21, 2017 with the results of siemens' evaluation. March 14, 2017 - additional information: the customer informed siemens that they use dry tubes from becton-dickinson (6 ml; without separator). No sample is available for testing as the customer planned to test the samples with heterophilic blocking tubes. The customer re-ran the samples with the original samples with the same reagent lots that were used for the original testing. (B)(6) on (B)(6) 2016 = 6.5 , lot 40500269 => rerun 2.61 with lot 269, (B)(6) on (B)(6) 2016 = 0.99 , lot 69931270 => rerun 1.13 with lot 270, (B)(6) on (B)(6) 2016 = 1.21, lot 69931270 => rerun 1.28 with lot 270, (B)(6) on (B)(6) 2016 = 1.43 , lot 69931270 => rerun 1.41 with lot 270, (B)(6) on (B)(6) 2016 =13.94 , lot 70968271 => rerun 14.07 with lot 271. The samples were tested after treatment with hbt tubes , one of them could not been done, the volume are insufficient. Results: (B)(6). All sample rerun with reagent lot 273 (except #120) additionally, the customer provided the following sample results distribution by reagent lot. Sample summary: (B)(6). Siemens' overall analysis: customer has 5 samples that consistently recovered reactive with advia centaur xp toxoplasma igm lots 080269, 080270, or 080271 but nonreactive with another toxoplasma igm method. Four of the samples were repeated with toxoplasma igm lot 080273 and three remained reactive while one recovered equivocal. When the four samples were treated with heterophilic blocking tubes (hbt) the index values significantly decreased indicating the elevated indexes of the advia centaur xp toxoplasma igm (toxm) assay seen with these samples are due to interference from heterophilic antibodies. Results are index. (B)(6). The hbt instructions for use (IFU) state that there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference. This appears to be the case for (B)(6). The limitations section of the advia centaur toxo m instructions for use (IFU) states: "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo m assay and give falsely positive or falsely negative results. The (11) these samples should not be tested. Although (B)(6) was not treated with an hbt the customer tested 257 negative samples with lot 271 and only had the 1 false positive so their specificity would be 99.6% (257/258). The relative specificity results from the 3 studies in the advia centaur xpt toxoplasma m instructions for use (ous) (10629906 revision t) range from 98.7% - 99.5%. Based on the available information, advia centaur toxoplasma igm lots 080269, 080270, and 080271 are performing as intended.

Manufacturer narrative:
MDR 1219913-2016-00272 was filed on january 11, 2017 reporting 5 cases of positive results with the advia centaur xp toxoplasma m assay compared to negative results on an alternate method. February 7, 2017 - additional information: the cause for the discordant toxo m results is unknown. Siemens requested additional information and the samples for investigation, however the samples were not available and additional information was not provided. It is unclear if the samples were initially reactive but repeated nonreactive. Root cause cannot be determined due to insufficient information. The false reactives could have been due to sample handling, an interferent, or some other cause.